Manufacturer narrative:
. E3: occupation: interventional cardiologist. A review of the device history record of the product code/lot number combination was conducted with no findings. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal deployment was unsuccessful; when retracting the device to seal the arteriotomy, the entire device came out of the patients sub-q space. Manual compression was then performed for twenty minutes to gain hemostasis and hemostasis was achieved. There was no patient injury and/or require medical or surgical intervention. The procedure for the patient was diagnostic coronary catheterization. Additional information was received on 21apr2025: a 6 french procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter. The issue was withdrawal/retraction. A pre-deployment angiogram was performed. The patient was stable. No blood loss was reported. No equipment or other devices were used with the angio-seal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the hemostasis sheath, carrier tube and arteriotomy locator. The device was subjected to visual and functional analysis. The device appears to be in used condition. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device distal tip. The device was reset to forward lock, deploying the anchor. The device was then set to rear lock position deploying the anchor on the device tip. The anchor was manually pulled, successfully deploying the anchor, collagen and tamper tube. The complaint can be confirmed for a nondeployment device pullout. The exact root cause cannot be determined. The likely cause is there was obstruction to the device tip, preventing the anchor from deploying. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).